Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
No product will be provided for this compliant. I met with dr. And his tech today. They have recently been using our ebus needle with the recent national shortage of ebus needles from olympus. The feedback is as follows: ¿ even with the scope full relaxed, it¿s still very challenging to advance the sheath. When forced down it still does not advance and springs back. ¿ once the sheath is locked into place it still moves and they have to reset the sheath repeatedly throughout the procedure because it will keep moving. This adds time and frustration to the procedure. As a result, dr. Will not continue to use the cook ebus needle because it¿s very cumbersome to use and adds time to his procedures. Patient outcome was not informed. As you may know, there is currently a national shortage of ebus needles, so we are seeing a significant influx of customers trialing and using our needle. When following up with customers who have moved forward with purchasing or using our needle during the backorder, this has been consistent feedback I¿ve received. This specific feedback came from (B)(6) in arizona. I do not have a specific date of occurrence or device information such as a lot number. The feedback is based on the overall performance of our needle compared to competitors¿ products. They will not be reporting this to the FDA or taking any further action. The physician and technician simply wanted to share their perspective with me regarding why the cook ebus needle is not currently their preferred needle.